Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) outlet port clamps were found loose and difficult to close, which resulted in a leak. This occurred during use of peritoneal dialysis therapy. The leak was further described as the fluid still flow while the clamps were closed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: two (2) samples were received for evaluation. A visual inspection performed with the naked eye no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.